Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: on an unknown day in (B)(6) 2012 the patient fell. X-rays a week later following the fall found a right proximal femur fracture. On (B)(6) 2012 the patient underwent femoral nailing to treat the fracture. During this procedure, the correct nail was inserted however, the incorrect screws for the particular type of femoral fracture were inserted. This error was detected post operatively. The patient was admitted back into the or 24 hour's later (B)(6) 2012 to change the screws. There was difficulty in the removing the screws so the entire nail construct had to be removed and a new nail was inserted. Reportedly there was no patient harm in these procedures. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.